Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient's device is not charging. The hcp tried to charge it for a period of time but it was not going up. They are afraid that if the device will get low, they need to turn it off. No patient symptoms were alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device that wasn't charging was the ins. The patient experienced increased confusion and shaking related to the device not charging. The cause of the ins not being able to be charged was due to the resident placing the charger in a sink with water running. This event started on (B)(6) 2017. The patient's weight was updated. It was noted the inability to charge has been resolved. No further complications were anticipated as a result of this event.